Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/1.0/088 (sphere/cylinder/axis) was implanted into the patients left eye (os). On (B)(6) 2021 the lens was implanted and removed intra-operatively due to lens tear/break during injection/delivery into the eye. No new lens was implanted. The problem was resolved. Case was reported as other.

Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).